Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device's "cord is becoming detached and that th wires are starting to become exposed". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.